Event description:
As reported by the user facility: brief inquiry description (B)(6) pt received an easy pump intended for 5-day infusion. (B)(6) patient experienced nausea and dizziness and was admitted to the hospital & showed signs of sepsis. Detailed inquiry description 12/9 pt received an easypump intended for 5-day infusion. (B)(6) patient experienced nausea and dizziness and was admitted to the hospital & showed signs of sepsis. Onc nurse disconnected pump (B)(6) and stated pump was empty after ~48hrs. Pt was in ICU until wednesday. See attached note: 12/9 pt received an easypump intended for 5-day infusion. (B)(6) patient experienced nausea and dizziness and was admitted to the hospital & showed signs of sepsis. Onc nurse disconnected pump 12/11 and stated pump was empty after ~48hrs. Pt was in ICU until wednesday. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2024-01001, had already been previously submitted timely on 07jan2025. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.